Manufacturer narrative:
The product is not expected to be returned for analysis since it was discarded. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during ICU patient monitoring, the manifold of this volume view kit broke (see image attached). There was no blood loss. To solve the issue, the device was replaced with a new one. There was no allegation of patient injury.